Event description:
The IV cannula broke from hub and cannula remained in patient's vein.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the customer retained the sample. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. (B)(4).